Manufacturer narrative:
Failure analysis came back showing all buttons functioning properly. However, found unlocked j2/lcd keypad connector during visual inspection. Pump received with cracked case at the window display window corner, cracked reservoir tube lip and scratched lcd window.

Event description:
Customer called stating she is having a lot of difficulty pressing the up arrow on her insulin pump. Her finger is sore due to the pressure required to press the button. Customer's blood glucose level is 135 mg/dl. There were no significant events leading to the alarm. The device was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.